Manufacturer narrative:
MDR-3009897021-2020-00751 submitted on 24-sep-2020 noted the following: section b1: adverse event, product problem section b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage, other serious (important medical events) section g2 report source: health professional, company representative, distributor/importer.

Manufacturer narrative:
During the repair process, kci found evidence that the device had a collapsed power switch dome. The power switch was replaced. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Event description:
Kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. The power switch was replaced. There is no patient or injury associated with this event.